Manufacturer narrative:
Medwatch sent to FDA on 08/31/2015. The events of redness, swelling and tenderness are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. Device labeling addresses the reported events as follows: warnings: "injection procedure reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting less than or equal to 7 days' duration." Adverse events: "the most common injection-site responses for juvéderm ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising." Post-market surveillance: "the following adverse events were received from postmarket surveillance for juvéderm ultra (without lidocaine), which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection site, necrosis at the injection site, abscess at the injection site, and headache." "Inflammation at the injection site, mostly a nonserious event, has been reported in association with edema, erythema, ecchymosis, pruritus, induration, pain, nodule, abscess, and infection. Time to onset ranged from 1 day to 4 months post juvéderm ultra plus injection, and outcome ranged from resolved to ongoing at last contact. Interventions prescribed by the physicians included topical steroidal cream, oral steroids, and antibiotics. Additional treatment noted was a needle aspiration for drainage of an abscess." "Serious adverse events have infrequently been reported for juvéderm ultra plus (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, and pain." "The onset of edema, erythema, and pain generally varied from immediate to 2 months post-injection. The treatment prescribed included nsaids, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, the reported events resolved within a few days to 5 weeks."

Event description:
Healthcare professional reported that approximately 3 weeks after injection in the vermillion border and marionette regions with juvederm ultra plus xc, and concomitantly in the sub-malar regions bilaterally with juvederm voluma xc, the patient experienced redness, swelling and tenderness starting at tear trough extending laterally just above sub-malar line, only on the right side. Clindamycin provided as treatment, but changed to doxycycline due to patient having a reaction to clindamycin. Swelling, tenderness and redness improved with change in treatment, however two days after the patient finished a 2 week course of the antibiotic, they developed the exact same adverse events of redness, swelling, and tenderness on the opposite side and was prescribed additional doxycycline. Patient was also injected with juvederm voluma xc and approximately 2 months prior to this injection. Healthcare professional stated that the symptoms are presumably related to this prior juvederm voluma xc administration based on clinical presentation. Symptoms have resolved. This is the same event and the same patient reported under MDR ID # 3005113652-2015-00462 and 3005113652-2015-00497 ((B)(4)). This MDR is being submitted for the second suspect product, juvederm ultra plus xc, also a device manufactured by allergan.